Event description:
On 11/15/94 pt had an epidural electrical stimulator placed in her back. On 11/7/96 she underwent removal of the epidural stimulator along with the antenna because it was not functioning.